Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor passed all testing. Further troubleshooting revealed that the u15, u16, u17, and u18 igt control chips were intermittent. The intermittent control chips caused the test failure at the distributor. The root cause for intermittent igt control chips was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor delivered a low-energy pulse during testing.